Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Was reported that reservoir compartment was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.